Manufacturer narrative:
The reported malfunction was observed and attributed to a foreign substance found on the interior and exterior of the manifold and going into the compressor. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device had a "pump failure". No further information available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.